Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Per internal clinical review, iatrogenic rupture of the left common iliac. The device was used off-label because of anatomical exclusion. Based on the info provided, the balloon ruptured. The left common iliac ruptured as a result of over-inflation and/or the balloon rupture. At this time, there is no indication that a design or process induced failure of the device resulted in the reported rupture. The access vessels were severely tortuous, which may have made inflation at the distal site more difficult. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since both side of access vessels were severely tortuous. Moreover, right external iliac artery was embolized. The procedure was performed as prescribed. After stent grafts were placed, the distal site of left iliac leg was secure with the coda balloon catheter. At that time, the balloon was ruptured. Final angiography revealed left common iliac artery was ruptured. Proximal site was occluded with the coda balloon catheter and the add'l iliac leg was placed at left external iliac artery, however, it was noted a type IV endoleak was caused. Angiography was performed several times, and it was confirmed the type IV endoleak existed. The physician thought the add'l iliac leg wouldn't resolve the left common iliac rupture, and another MFR's stent (16 mm 12 cm) was placed over the add'l iliac leg. It was confirmed that the type IV endoleak was resolved (1820334-2010-00602). The physician is planning to embolize both internal iliac arteries. The pt is fine.